Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a single power disconnect beep while connected to ac and battery power. It was noted that there were concerns of a brief power outage. Log file review indicated there were no battery related alarms. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was not returned for evaluation. Log file analysis revealed that the controller contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the alarm log file did not reveal any power disconnect alarms logged within the analyzed period. However, analysis of the data log file revealed a momentary disconnection between the controller and a controller ac adapter near the reported event date. Momentary disconnections will result in an audible tone or "beep." Of note, it was reported that a power outage may have occurred when the patient was connected to the controller ac adapter and a battery. A momentary disconnection would likely have been logged on the ac adapter at this time, as no power was being supplied to the ac adapter and therefore to the controller on that power port. A "beep" would have occurred when the adapter regained power when the power outage ended. As a result, the reported event was confirmed. The most likely root cause of the "power disconnect beep" event can be attributed to a momentary disconnection caused by the reported power outage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.